Manufacturer narrative:
(B)(4). The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the cone tip from device fell off. This allowed the tiny green piece inside to fall out into the wound. Both pieces were retrieved, and there was no injury to the patient. No adverse events were reported as a result of this malfunction. No additional information available.